Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The adapter was mounted incorrectly. The filter used and subject to this report has been replaced by an alternative variant in batch manufacturing since march 2010 (lot 862). Pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6). Filter leakage. System for regional anaesthesia was replaced in order to avoid infections, the procedure had to be restarted. Patient is doing well.